Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:42502006402;femur cemented cruciate retaining (cr) lot#:64413839. Item#:42532007102; tibia cemented 5 degree stemmed lot#:64588474. Item#:42522100813; articular surface medial congruent (mc) lot#:64557921. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00201, 3007963827-2020-00200, 0001822565-2020-03006. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication of dvt/pe, where medical intervention was completed to treat the pe.

Event description:
The patient was noted to have an acute pulmonary embolism on three days post-op, following a primary right unilateral total knee, requiring hospitalization and medical intervention.